Event description:
Boston scientific became aware of an event involving a spaceoar hydrogel system through the article, spaceoar complication affecting the treatment of the prostate cancer, by hassan et al. The article mentions a patient that underwent spaceoar hydrogel injection, the hydrogel was deposited in the recto-prostatic space. One month after the placement the patient underwent a colonoscopy that showed a mildly erythematous mucosa found in the rectum in the region of the submucosa and rectum just beyond the anal verge, later a magnetic resonance imaging (MRI) showed evidence of infiltration of the hydrogel within the anterior rectal wall. It was noted that stereotactic body radiation therapy (sbrt) did not proceed as planned as a result of this event, the patient started three-months of androgen deprivation therapy (adt) with leuprolide awaiting the hydrogel absorption. Once the hydrogel absorbed, the patient was treated with external beam radiation treatment (ebrt), the patient was treated with 6000 centi-gray (cgy) in 20 fractions at a dose per fraction, the radiation treatment was tolerated by the patient. After the radiation treatment finalization, the patient went to a follow up visit, he reported some late toxicity adverse events that were addressed by the physician, the article also mentions that the patient was scheduled for a follow up in three months. Boston scientific has been unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
Blockb3: the exact date of the event is unknown. The provided event date, 04/01/2024, was chosen as the best estimate based on publication date, 04/17/2023. Blockd4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source: hassan j, kieft a, miller s (april 17, 2024) spaceoar complication affecting the treatment of prostate cancer. Cureus 16(4): e58485. Doi 10.7759/cureus.58485 blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.